Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated no complications were noted during the explant procedure and the infection has since resolved.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00181. Related manufacturer reference number: 1627487-2020-00404. Related manufacturer reference number: 3006705815-2020-00183. It was reported the patient experienced an infection at the lead site. As a result, surgical intervention was undertaken during which the leads and anchors were explanted.